Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Event description:
It was reported that the procedure was to treat the popliteal artery. The 7.0x120mm absolute pro self-expanding stent system (sess) was being deployed but after deploying 2cm of the stent it would not advance anymore. The physician pulled the stent back to the bifurcation of the profunda femoris artery and tried to expand it completely by using a balloon; however, was not happy with the outcome. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the anatomy and/or other devices resulted in restricting the shaft lumens from moving freely thus resulting in the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. The treatment appears to be related to the operational context of the procedure as the physician pulled the stent back to the bifurcation of the profunda femoris artery and tried to expand it completely by using a balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling. On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.